Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient¿s device was tested during a follow up visit and system diagnostics returned high impedance. The pulse generator remained enabled. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No patient adverse events were reported. No known surgical interventions have occurred to date.

Event description:
Further information was received indicating that the patient had undergone lead replacement surgery. The vns system was tested upon connection of the new lead to generator and system diagnostics returned impedance results within normal limits. The explanted lead has not been returned to the manufacturer to date.